Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that as part of the review of a pmcf survey it was found that after a collateral ligament instability surgery the fixation with an fibertak suture anchor was not achieved successfully due to trauma and pullout, or detachment of the suture anchor from the bone, leading to a loss of the intended fixation or tension. It was further reported that the failure of fixation was treated through revision surgery.